Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that inundation was noted from the lower part of the shower bag. Water was leaking from the bottom.

Event description:
It was additionally reported that no other equipment was affected by the event. The shower bag was exchanged.

Manufacturer narrative:
Section d4: device lot number was not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section e2: corrected. Section g2: report source corrected. Manufacturer's investigation conclusion: the reported event of water leaking from the bottom of the heartmate gogear shower bag was not confirmed during evaluation of the returned shower bag. The shower bag (lot number: unknown) was visually inspected and no visible damage or signs of fluid ingress were observed. The bag was mounted in the sink and water was poured onto the bag for an extended period. The bag was then opened and visually inspected, and no evidence of fluid ingress was noted. The provided information indicated the lot number of the shower bag was not known, and there was no other affected equipment. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the lot number of the heartmate gogear shower bag not being reported. The heartmate 3 instruction for use was available for use at the time of the event. Section 6, entitled ¿patient care and management¿, provides instruction on how to assemble and use the heartmate gogear shower bag to ensure all components within the bag are protected from exposure to water. This section also instructs the user to not submerge the shower bag in water. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.